Event description:
It was reported that the patient reported current discomfort at the lead site and a prior infection. It was determined that the tails of the leads were cut at the time of the ipg removal in 2023 for erosion [related manufacturer reference number: 3006705815-2023-07736].as a result, surgical intervention was undertaken on (B)(6) 2026 where the lead site was opened, the tails were cut closer to the paddle to address the discomfort. There was no sign of active infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.